Manufacturer narrative:
Due to character limitation , event site full name (e1) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave aortic balloon pump (iabp) had unexpected shut off while on patient. There was no harm or injury reported.

Manufacturer narrative:
Corrected field: d9. Updated field: b4, e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The customer inspected the unit and noted fault codes # 111, # 112 and # 118 displayed. No part replaced, the pump ran for few hours with not errors. The unit passed all functional checks.

Event description:
It was reported that during use the cardiosave aortic balloon pump (iabp) had unexpected shut off while on patient. Fault code: 111, 112, 118. There was no harm or injury reported.